Manufacturer narrative:
The complaint is not confirmed. The unit passed all tests during the vendor's evaluation.

Event description:
On 09/15/2021 it was reported by sales representative via sems that an ar-6480 arthroscope pump outflow does not function properly. This was discovered during a procedure. No patient affected. No further details given.